Event description:
Caller reported vertical lines obstructed the view of the pump display, affecting their ability to interact with the device. There was no adverse impact on the customer's blood glucose level. The customer continued to use current pump.